Manufacturer narrative:
The subject device was not been returned to omsc but was returned to olympus (B)(4)for evaluation. (B)(4) checked the subject device and found that the universal cord was dented, buckled or wrinkled. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Enterobacter cloacae (<10cfu). (B)(6) 2021. Klebsiella planticola (<10cfu). Citrobacter amalonaticus (<10cfu). (B)(6) 2021. Pseudomonas aeruginosa (<10cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.